Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The consumer via the manufacturer representative (rep) reported they were not getting stimulation. The patient's implantable neurostimulator (ins) was not charged, but after getting it charged, the electrodes were all out of range >10,000. It was stated that the patient fell shortly after implant. They had an x-ray and their leads were all in good position 2 years ago. The rep tried to reprogram with 10.5 ma and all electrodes lit up and no stimulation. The patient was referred to their doctor if they wished to get the leads replaced. It was stated that the patient was not wanting to at this time but would consider it. The issue wasn't resolved and the patient's status at the time of the reported was alive-no injury. The patient was implanted for failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the consumer via the rep indicated that they were not sure if they wanted a lead revision. The patient possibly wanted to seek explant and was referred to their doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.